Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing.

Event description:
As reported by the field clinical specialist, upon successful implant of the valve, the 14f esheath was removed. It was noted that a "small fragment" of the distal tip of the sheath had broken off. Additional angios of the iliac system were taken and the fragment could not be located.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2016-02427. The device was returned for evaluation and visual inspection determined the sheath was expanded as designed along the vertical and horizontal score lines, no pieces were observed ¿broken off¿ from the sheath shaft. Based on these results, this complaint is no longer considered to be a reportable device malfunction and a corrected report is being submitted.